Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. D4 batch #: x94x3w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not cracked. The blade tip was not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x9ax3w, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2023, b3: event year only reported: 2023, d4 batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off?: yes. Did the white tissue pad break off?: no. Is the white tissue pad completely missing from the clamp arm of the device?: no. Did the patient experience any adverse consequences due to this issue?: no. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroid procedure, when surgeon used the device, the plastic tip was broken. A new har9f was used to complete the operation.